Event description:
A 2.5 mm diameter by 18 mm length s660 stent delivery system was inserted for treatment of a severely calcified lesion in the circumflex coronary artery. It was reported the circumflex coronary artery had an acute takeoff from the left main coronary artery. It was not possible to cross the target lesion, therefore the stent delivery system was pulled back in the coronary artery. Upon removal the stent dislodged from the delivery balloon in the left main coronary artery. The dislodged stent was successfully snared and removed from the patient. The physician reported the lesion morphology was what likely contributed to the stent dislodgement. The target lesion was subsequently treated with another manufacturer's stent. The patient was fine post procedure and there is no additional clinical sequelae reported related to the event. The severe calcification and the acute takeoff of the circumflex coronary artery from the left main coronary artery contributed to the stent dislodgement.